Event description:
Additional information received reported the catheter was replaced and the patient was doing very well and receiving adequate therapy at the time of the report.

Event description:
It was reported that there was a catheter occlusion. The location of the catheter issue was unknown. It was noted that a (B)(6) study was unsuccessful. The action required as a result of the event included a catheter replacement. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. It was unknown if the patient had any symptoms as a result of the event. Additional information received later reported that the patient had surgery scheduled for (B)(6). Diagnostic testing or troubleshooting included a (B)(6) study. The distal portion of the catheter was severed and remains intrathecal. The location of the catheter break was the distal segment. The patient had underdose symptoms. The location of issue or symptoms was the catheter track. The pump was used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).